Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) needs a executive processor board. No patient involvement.